Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2020, a follow-up was performed. Ventricular arrhythmias were confirmed with 24 therapies within 1.5 months. On (B)(6) 2020, given the ventricular arrhythmias and that the device was close to the recommended replacement time (rrt), the device was explanted.

Event description:
On (B)(6) 2020, a follow-up was performed. Ventricular arrhythmias were confirmed with 24 therapies within 1.5 months. On (B)(6) 2020, given the ventricular arrhythmias and that the device was close to the recommended replacement time (rrt), the device was explanted. The preliminary analysis of the device did not reveal any irregularities.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.

Event description:
On april 29, 2020, a follow-up was performed. Ventricular arrhythmias were confirmed with 24 therapies within 1.5 months. On(B)(6)2020 , given the ventricular arrhythmias and that the device was close to the recommended replacement time (rrt), the device was explanted.